Event description:
It was reported that the system 7 precision saw was leaking an unknown substance during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, leaking, was not duplicated. No other failures were found the device met all qip specs. The handpiece was cleaned, lubed and adjusted for preventative maintenance and then shipped back to customer.